Event description:
Watchman pms. It was reported that an ischemic stroke occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). In (B)(6) 2022, the patient experienced an ischemic stroke. No further information on the status of the patient is available.

Manufacturer narrative:
A1, b5, e1, e3, h6 updated.

Event description:
Watchman pms. It was reported that an ischemic stroke occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). In (B)(6) 2022, the patient experienced an ischemic stroke. No further information on the status of the patient is available. It was further reported the patient experienced dizziness for a twenty four (24) hour period associated with the cerebral vascular accident (cva). The patient was instructed to discontinue clopidogrel and proceed with eliquis in response to the cva.